Event description:
Caller reported a malfunction on pump, identified as malf 5, which did not occur following any notable events. There was no adverse impact to customer's blood glucose level. Technical support assisted caller in resetting the pump, and malfunction did not recur. Customer was advised to continue using pump and to contact support if issue reoccurred, which was acknowledged and understood by caller.